Event description:
Hoyer lifter was in use when suddenly malfunctioned. The screw apparatus holding the cross bar came loose and fell out causing cross bar, chains and resident to fall to the floor and sustained a laceration to scalp. Resident went to hosp ER.